Manufacturer narrative:
Cracked reservoir tube lip noted during visual inspection. Constant motor communication error alarms noted. Problem isolated to motherboard. Unable to perform prime/compromised force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to motor communication error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call that the device alarmed multiple motor communication error alarms. Customer's wife mentioned that the customer might be coming down with flu. Customer had gastro paresis so customer did not eat. Customer mentioned his blood glucose went up to 500 mg/dl after he ate the cake frosting and some grapes. Customer gave himself a bolus. Customer's children found the customer unresponsive on the floor. Customer's blood glucose was 90 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.